Event description:
Procedure type: low anterior resection (side to end). According to the reporter: the eea was fired normally but when retracting the instrument it was noticed that it was stuck in the anastomosis. After removing the instrument, it was determined that the anastomosis was not closed, therefore, the surgeon over sewed the traumatized area. A new instrument was also used to create a new anastomosis. The anastomosis was then leak-tested and the procedure was completed. The patient is in well current condition. The surgeons explained that the cancer was located deep.

Manufacturer narrative:
Initial report sent: 01/23/2009.